Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that following laser assisted cataract surgery, the patient presented with endophthalmitis. It is unknown if one or both eyes were involved. According to the ophthalmologist, it is unknown whether the laser contributed to the event. In a follow up, the technician reported that the patient was sent to a retina specialist immediately following his five day postoperative visit. Additional information has been requested.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. There were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).